Event description:
It was reported that during a ptca treatment procedure, the dr tried to insert a maverick balloon into the lad lesion, but the balloon would not inflate. After it was withdrawn, it was noted there was a hole in the balloon. The pt also had a stent placed. No complications or injury to the pt were reported.